Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that high out of range impedances were noted on this right atrial (ra) lead. This lead was deactivated. This lead will not be returned. No adverse patient effects were reported.